Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to investigate the issue. The fse reviewed the contamination parameter settings. All instrument setting are as expected. Could not find any hardware or reagent malfunction. The customer reported the total bilirubin issue occurs within 2-3 days after a fresh reagent is placed on board of the analyzer. The customer is using some non-beckman tests on the same instrument. A reagent contamination is suspected. Additional contamination parameters were added. The fse cleaned the cuvette wheel and removed all non-beckman reagent from the customer analyzer and additional wash have been added no further issue has been observed since (B)(6) 2020. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of a false low total bilirubin result for one (1) patient sample on their dxc700 au clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.

Manufacturer narrative:
Upon additional investigation, the cause of the issue was identified to be a third part reagent that is not distributed by beckman coulter. This event is not reportable. A beckman coulter field service engineer (fse) was dispatched to investigate the issue. The fse reviewed the contamination parameter settings. All instrument setting were as expected. The fse not identify any hardware or reagent malfunction. The customer reported the total bilirubin issue occurs within 2-3 days after a fresh reagent is placed on board of the analyzer. The customer is using some non-beckman tests on the same instrument. Removal of all non-beckman reagents from the customer analyzer resolved the issue. No further issue was reported.